Event description:
On (B)(6) 2013, the lay user/patient in france contacted lifescan to report the one touch verio iq meter was giving inaccurately low readings compared to another meter. The patient obtained the blood glucose reading of 40 mg/dl on the reported meter and the reading of 90 mg/dl on the other meter. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.